Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 01/24/2024, it was reported that the patient experienced polyuria while the cgm was reading 60 mg/dl. The patient said she was able to check the bg with finger prick before they went to hospital and it was 300 mg/dl as far as she could remember. It was not specified not clarified whether the patient attempted to self-manage the mildly symptomatic hyperglycemia. The patient presented to the hospital with her daughter. There, the blood glucose reading was 400 mg/dl and the egv was 60 mg/dl before the sensor was removed. The patient was hospitalized from (B)(6) 2024, received an unremembered diagnosis for dehydration, and was treated with basal and bolus insulins for hyperglycemia. At the time of the report, 16 days after discharge, the patient was feeling ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.